Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the flex arm would not stay attached to the bed rail attachment during surgery. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Functionally evaluated flex arm rigidity by attempting to manually tighten the instrument. After manual tightening, the instrument was insufficiently rigid. The nature of the mechanism of failure is consistent with anticipated wear of the instrument cable.